Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 452mg/d which was treated with insulin pump. Customer¿s blood glucose was 357mg/dl at morning. Customer¿s current blood glucose was 347mg/dl. Customer mentioned that insulin pump had and insulin pump was not working properly. Customer states that they had blank screen and lcd screen was flickering. Insulin pump will not be return for analysis.